Event description:
It was reported that during device testing of the high defibrillation threshold (dft) patient, the initial shock did not rescue the patient. Therefore the patient was externally defibrillated. It was also reported that the abort button was initiated and the patient was shocked by the device after the external shock was delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead 2013 (B)(6); 4076 implantable pacing lead 2013 (B)(6). (B)(4).